Manufacturer narrative:
The product was returned analysis and was verified to have signs of handling. One haptic was broken-distal area (not returned). The optic was torn/split into two pieces with other cracked areas. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/11/2009, 10/13/2009, and 10/29/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 11/06/2009.

Event description:
A nurse reported that an intraocular lens (iol) was exchanged due to the haptic remaining stuck to the optic after implantation. Additional information has been requested.